Event description:
It was reported that the patient presented to the hospital after not feeling well. Device interrogation revealed no capture, decreased sensing, and decreased pacing impedance. Chest x-ray revealed that the lead had perforated the heart. The lead was repositioned and the perforation closed on its own. The patient was doing well but would remain in the ICU for further observation. The lead remains implanted. Further follow-up with the clinic notes that at a subsequent visit, the patient was well with no symptoms or complaints. All device testing was normal.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.